Event description:
Used for laparoscopic nephrectomy. According to the reporter: the balloon broke while air was injecting. New device was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating time not extended. Clinical sample was discarded at the site.

Manufacturer narrative:
(B)(4).